Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system) was implanted for the treatment of a 4.4 cm abdominal aortic aneurysm. The diameter of the proximal aortic neck was 16 mm with a length of 15 mm. The neck was reported to have a severe reverse tapered shape. Because of the patient anatomy, the physician anticipated that a cuff would be needed on the proximal end of the bifurcate. A type ia endoleak was seen after implant of the stent graft system, necessitating the addition of an aortic cuff to seal the leak. The leak was resolved. In addition, patient anatomy was such that despite pushing the stent graft proximally, the internal iliac artery was occluded. No additional clinical sequelae were noted, and the patient is fine. The physician commented that the proximal neck had poor condition so that type ia endoleak occurred as expected. After the addition of aortic cuff, it was resolved. According to the physician, it was good choice to use the main body which was 145mm in length for this case. The occlusion of the internal iliac artery had been an expected event, and was an acceptable result. Additional clarification on the choice of the 145 mm device: the physician was concerned about the possibility of a type ia endoleak, and wanted 2 layers of stent graft to prevent the endoleak. The treatment zone was 120 mm long, so a 124 mm device would have been too short.